Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the critical low/stock out was not flow to health sight viewer (hsv) or logistics. A technical support specialist (tss) dialed into logistics server, confirmed orders was dropping properly, stock out are being received by logistics and informed customer and requested to monitor the case and if the issue persists, to include the station name. The tss monitored the system for a period of time and observed consistent results, indicating that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the critical low/stock out was not flow to health sight viewer hsv or logistics. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.